Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 4mg/ml at 0. 5mg/day via an implantable pump. A possible infection was noted during the procedure for a pump replacement. The patient was scheduled for pump replacement, but it was aborted mid procedure due to possible infection. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. There were no diagnostics and troubleshooting performed. The actions and interventions taken to resolve the issue was the physician sent cultures and pending the results they would replace the pump at a later and unknown date. The existing pump and catheter remains implanted as of now. It was unknown if the issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.